Event description:
Reporter stated that patient received the following results, with two different meters, within 2 minutes: 3.0 mmol/l (inform ii system 1) and 5.7 mmol/l (inform ii system 2) no actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in canada while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the inform ii system 2. (B)(4).